Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6)2015. Patient did not report any injury or medical intervention.

Event description:
Subsequent to the initial MDR, the distributor contacted dexcom technical support on (B)(4) 2015 to report the inaccurate values; however, the distributor did not state which values are for the continuous glucose monitoring and which is the finger stick. No further patient event or information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).